Event description:
It was reported that during the pfa ablation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was used with a versacross connect for transseptal with no issue observed. After insertion of farawave catheter, air ingress was noticed through the hemostatic valve of the faradrive steerable sheath clear. Physician removed the farawave catheter and aspirated the faradrive steerable sheath clear, and no air was pulled through the valve of the faradrive steerable sheath clear. The farawave catheter was inserted again and air ingress was noticed through the valve of the faradrive steerable sheath clear. No fluid leak nor air was observed. A pump at 2 ml/min was used for irrigation. The faradrive steerable sheath clear was exchanged and the procedure was completed with no patient complications. The product is expected to return for analysis.

Manufacturer narrative:
Analysis of the returned sheath found the external valve was torn by its center slit, which can compromise the valves ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath.

Event description:
It was reported that during the pfa ablation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was used with a versacross connect for transseptal with no issue observed. After insertion of farawave catheter, air ingress was noticed through the hemostatic valve of the faradrive steerable sheath clear. Physician removed the farawave catheter and aspirated the faradrive steerable sheath clear, and no air was pulled through the valve of the faradrive steerable sheath clear. The farawave catheter was inserted again and air ingress was noticed through the valve of the faradrive steerable sheath clear. No fluid leak nor air was observed. A pump at 2ml/min was used for irrigation. The faradrive steerable sheath clear was exchanged and the procedure was completed with no patient complications.